Event description:
It was reported, "as part of the routine inspection according to the guidelines in ra2009-008, the sterile services mgr reported via the sales rep that 10 cutting blocks had failed inspection and they were all missing ceramic rails." Three devices catalog # 8000-0011 (unk lot#) were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01605, MFR # 2249697-2010-01606, MFR # 2249697-2010-01607.